Event description:
Per the clinic, the patient experienced a recent episode of meningitis. More information has been requested but was not available at the time this report was filed april 1, 2010.

Manufacturer narrative:
(B) (4): implanted device remains.